Event description:
The procedure was successful atherectomy of the left leg at, via right femoral access. When the physician pulled the silverhawk out of sheath he noticed the distal third of the nosecone broke off and was inside the patient. The physician scanned down the left leg and saw the nosecone was down by the popliteal. Luckily it was on the wire still and as we pulled the wire out of the patient the nosecone came out with it.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the silverhawk device was received. The distal (tapered) tip of the distal tip assembly and the polyimide guidewire lumen were seized on the guidewire (between 29.8cm and 35.5cm from the distal tip). The guidewire exhibited a severe bend approximately 42.5cm - 45.5cm from the distal tip. The polyimide guidewire lumen exhibited accordion folding and was seized over the guidewire. The tapered tip of the distal tip assembly was torn off in the region that the guidewire lumen becomes incorporated into the tecothane body of the tip assembly. The jacket of the guidewire lumen was longitudinally torn from its proximal end to the point of separation. A (B)(6) presentation associated with this event was received. The presentation contained two images from the procedure. The two images represent an angiographic before-and-after (atherectomy) evaluation of the below the knee procedure. The images provided did not exhibit the resolution (image clarity) necessary to provide any indication of the factors contributing to the reported event or that the event even occurred.